Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported infection and bleeding could not be conclusively determined through this evaluation. The account reported that a pump exchange was attempted due to a chronic driveline infection. During the procedure, mycotic aorta due to the infection was noted to have caused the aortic degradation resulting in the outflow graft detaching from the anastomosis. The account reported that an aortic graft was placed to the remainder of the ascending aorta. The patient was reportedly placed on extracorporeal membrane oxygenation (ECMO) support, and the new heartmate ii was connected to the previous inflow conduit with its outflow connected to ECMO. The patient reportedly experienced bleeding and was not stable. Additionally, the new heartmate ii was not powered on and was removed on (B)(6) 2021. The account reported that investigation of (B)(6) revealed no evidence of infection. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ infection and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. Section 6 of this IFU contains information on controlling infection in the patient care and management section. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr values, as well as the suggested anticoagulation modifications. Heartmate ii lvas patient handbook is currently available. Section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The patient's previous pump exchanges were reported in MFR report #2916596-2016-01052 and 2916596-2016-01153. No additional information was received. A supplemental report will be submitted once the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was approved to undergo a heartmate ii (hm2) to heartmate ii exchange due to a chronic driveline infection. The patient was originally implanted in (B)(6) 2016. When the infection was discovered, the implanting hospital declined the patient for a pump exchange surgery due to the patient's hypercoagulable state, so the patient went to another hospital for a second opinion. At this second hospital, the patient was approved for the pump exchange. Of note, this was the patient's third pump exchange. During the hm2 to hm2 exchange procedure on (B)(6) 2021, it was discovered that the patient had developed a mycotic aorta as a result of the infection. In the middle of the exchange, the surgeon discovered that the original outflow graft (ofg) from the (B)(6) 2016 implant was coming off the aortic anastomosis. The aorta fell apart due to the affects of the infection. The hm2 pump exchange was stopped and the surgeon instead focused on fixing the aorta. An ascending graft was placed to what was left of the ascending aorta, as most of it was gone. The patient was placed on extracorporeal membrane oxygenation (ECMO) and the new hm2 pump was only placed later that day to the apex after the previous hm2 motor from (B)(6) 2016 was removed. The new pump motor was connected to the old inflow conduit and the outflow exit of the motor was connected to one of the suction catheters as the patient was on ECMO. Most of the components of the hm2 kit were opened, but not used. The only component used from the new hm2 kit was the motor. The patient was taken back to the intensive care unit (ICU) to be monitored for several days before attempting to retry the hm2 exchange. The motor from (B)(6) 2016 was sent to the implanting hospital for evaluation and no infection was found inside the pump. The new pump was never turned on in the patient due to no ofg connection because of no vessel to connect at the time and the instability of the patient. On (B)(6) 2021, the surgical team attempted to implant a new hmii pump. A new kit was opened and prepared. However, upon opening the patient, it was found that the suction catheter was kinked and clotted off. The motor and inflow conduit clotted off as well. An echocardiogram was performed, but no thrombus was found. Due to these findings, the kit components were not used and surgery was stopped to discuss the situation with the patient's family. The decision was made to proceed with the surgery to implant the hm2. The surgery proceeded, however the original cannulation was not working due to the patient's condition. The femoral artery had issues due to the severity of the infection effects and cannulation was unable to be performed. The vascular team came in to fix the femoral artery. The surgery team, then changed to configuration of the cardiopulmonary bypass (cpb) circuit to one of the grafts on the ascending aortic grafts that had been placed in the previous operation. This placed the team in a situation where they did not have a graft or vessel to suture the ofg of the hm 2. The patient had a lot of bleeding and was not stable. The hm2 motor that was implanted on (B)(6) 2021 was explanted and the patient was send to the intensive care unit (ICU) to be monitored. None of the components that were opened in the new kit from (B)(6) 2021 were used. The patient was placed on ECMO for stability and recovery.